Event description:
A 68 year old male presented to ed (emergency department) with stemi. Taken to cath lab and was found to have 100% occlusion lad (left anterior descending artery) and (first diagonal artery.) He was in cardiogenic shock and an iabp (intra-aortic balloon pump) was inserted. Upon insertion of the balloon, blood was noted in the balloon. The balloon was immediately removed and another balloon was inserted. The blood did not back up into the console and the patient did not have any injury noted.